Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow of blood from the patient's peripheral intravenous (IV) access was observed going up to the IV tubing during use of a novum iq large volume pump; the infusion pump did not alarm. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.